Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion that exposed the outer coil was noted at 4.6 cm to 5.5 cm from the distal tip consistent with lead friction to another device.

Event description:
This report is to advise of an event observed during analysis.